Event description:
It was reported that cardiac perforation, loss of sensing and loss of capture were noted one day post implant. The lead was capped and replaced successfully. The patient was discharged and will be followed normally.